Event description:
Same case as #3005099803-2008-05078. It was reported that during an endoscopic retrograde cholangiopancreatography procedure, the stent prematurely deployed. The target lesion was located in the common bile duct. The 11.5fr flexima biliary stent deployed as it was advanced through the scope, over the wire. "The wire deployed the stent." The procedure was completed with another flexima biliary stent. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.